Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. Only a very small amount was observed at the tip. No viscoelastic was visible on the lens which was at the nozzle entry area. The lens was rotated counterclockwise. The trailing optic and haptic were broken. The leading haptic was broken. The plunger tip has been advanced through the bottom of the cartridge at the parting line. The lens was lifted up off the bottom of the cartridge. This may indicate a plunger underride occurred. The used company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens model/diopter was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the observed lens and cartridge damage may be related to a failure to follow the IFU. Inadequate viscoelastic was observed in the cartridge. The plunger tip had been advanced through the bottom of the cartridge at the parting line. Excessive force would have been needed to cause this damage. The lens was lifted up off the bottom of the cartridge. This may indicate a plunger underride occurred. It is unknown if a qualified handpiece and viscoelastic were used. Top coat dye stain testing was conducted with acceptable results. The IFU (instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger tore through the cartridge and damaged the lens. Surgeon thought possibly bad cartridge. Procedure was completed with another iol. There was no patient contact. Additional information was requested.